Manufacturer narrative:
Batch review performed on 09 january 2024. Lot 2212391: (B)(4) items manufactured and released on 26-july-2022. Expiration date: 2027-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 9 months after the primary, the patient came in reporting pain due to the patella implant maltracking with impingement on the lateral side of the femoral implant. The surgeon revised the femoral component and insert and the surgery was completed successfully.